Manufacturer narrative:
H.6. Investigation: one photo of a 32g x 4mm pen needle was returned from lot. No. 0336651, cat. No. 320477. Visual examination of the returned photo was carried out and black burnt material was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred during moulding machine start-up.

Event description:
It was reported that the bd pen needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: dirty needle.

Manufacturer narrative:
Initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pen needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: dirty needle.